Event description:
Physician attempted to deploy an angioseal. The sheath kinked at 1/2" from the distal end and also kinked at 1 1/2" from the distal end preventing the anchor and collagen from being deployed. Direct pressure was initiated immediately.